Event description:
It was reported that there was a warning for the atrial pacing lead indicating extremely high impedance. This incident occurred randomly approximately six months earlier. All other lead impedances are within the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-58, implantable pacing lead, implanted: (B)(6) 2008; aexc262640 stent graft (B)(6) 2007; bfxc2615165 stent graft (B)(6) 2007; ilxc1515115 stent graft (B)(6) 2007. (B)(4).